Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the emergency room (ER) with hyperglycemia. The patient was unable to activate a new pod due to a communication issue. The patient's blood glucose levels reached 15.7 mmol/l (282.6 mg/dl) while wearing the pod. The patient was treated with 2 manual injections of insulin (7 units and then a 3 units) and was sent home with insulin pens as backup treatment. The pod was removed prior to heading to the ER and discarded.